Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pvi ablation procedure, a pericardial effusion occurred. The case was started in voxel mode, and mapping was performed with the advisor vl and the tacticath se was in the left atrium. There was difficulty collecting geometry and voltage with the advisor vl. To correct this, mapping was continued in the la with the tacicath se. It was noted that when there was a good cloud of voxels the advisor vl was not active in the mass of voxels. Additionally, there was an issue with patient movement resulting in a shift in the posterior prs. The physician decided to continue the procedure in navx mode and mapping was successful and ablation was continued in the lspv. When the physician finished the lesion points around the lsvp, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilized the patient and the procedure was stopped. It was thought that the perforation likely occurred while moving the catheter from lspv to lipv, the difficulties that occurred during mapping and the patient movement did not contribute to the perforation. There were no performance issues with any abbott device that would have contributed to the perforation. The patient is currently in stable condition.